Event description:
It was reported that the patient was implanted with a distal fibula plate approximately six months ago and was experiencing pain. Five 3.5 mm locking screws were removed as they had backed out. No other implants were added or removed. The revision surgery was completed successfully without any delay. The patient outcome was reported as good. This report is for five unknown 3.5 mm locking screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.